Event description:
It was reported that during implant, the lead would not fixate in the right atrium. After the first attempt, the lead dislodged. A second attempt was made, but again the lead would not fixate. The helix was working correctly. The lead was then removed and not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed), the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, there was blood in/on the helix mechanism, and the lead was damaged at implant.